Event description:
Customer stated he was going up ramp into his van. Unit tipped over backwards on top of him. Customer stated that he broke his right leg and bruised his chest. Customer stated the ramp was 5 ft long and approx 16" high-this calculates to a 15 1/2 degree incline which exceeds the recommended incline of 14 degrees.